Manufacturer narrative:
A dentist performed a standard procedure with an electrical dental handpiece when he noticed that the inner right cheek of pt got burned. Pt was sent to oral surgeon and amoxicillin and vicodin were prescribed. Pt was seen twice since occurence and is still healing. Analysis of the handpiece did show that the bearings are binding and coming apart. It was possible to duplicate the heat up of the handpiece. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
A dentist performed a standard procedure with an electrical dental handpiece when he noticed that the inner right cheek of pt got burned.